Event description:
It was reported that an unspecified cartridge alarm occurred during insulin delivery. Customer's blood glucose level was 146 mg/dl. Reportedly, customer was able to clear the alarm and successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.